Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, swelling, painful intercourse, sui recurrence, bleeding, and uti's. No further information has been provided.